Manufacturer narrative:
The investigation is ongoing. The valve will not be returned as this is reported through a article.

Event description:
As reported through a european journal article, 'surgery after failed transcatheter aortic valve implantation: indications and outcomes of a concerning condition' a single-center study was performed between october 2008 to march 2021, 2098, consecutive transcatheter aortic valve intervention (tavi) procedures performed with either through balloon-expandable or self-expandable valves. Retrospectively, all patients were reviewed who underwent surgical replacement of aortic valve following tavi. The study population was defined as any surgical aortic valve replacement (savr) after tavi due to any form of deterioration of the primary implanted transcatheter aortic valve (tav). The cases were diagnosed either through transthoracic echocardiography or transesophageal echocardiography intra- or postoperative or through postoperative computer tomography. This complaint is for one patient who experienced valve embolization into the ventricle post implant of a 26mm sapien xt valve and required surgical intervention. A surgical valve was implanted. The approach was transapical. The patient's aortic annulus measured 23mm x 29mm.

Manufacturer narrative:
A supplemental MDR is being submitted for reference of mfg. Report numbers. An additional report was submitted related to this complaint. Reference mfg. Report numbers: 2015691-2023-10110, 2015691-2023-10112, 2015691-2023-10113 and 2015691-2023-10114. In addition, the section of this report has been updated: section g4 (PMA/510(k) number.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering evaluation. Bibliography: surgery after failed transcatheter aortic valve implantation: indications and outcomes of a concerning condition m salem, c grothusen, m salem, d frank. - journal of clinical, 2021 - mdpi.com the 26mm sapien xt vale was not returned to edwards for evaluation as it was reported through a journal article. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Per article, transcatheter aortic valve implantation (tavi) was performed between october 2008 to march 2021 using a sapien xt in aortic position through ta (transapical). So, the revision of IFU was referred to the earliest available date (25-jul-2012) on market for sapien xt with ascendra+ delivery system. The ascendra+ delivery system with sxt IFU and procedural training manual ascendra+ delivery system. The procedural training manual provides guidance on procedural considerations for ventricular embolization. If the thv embolizes into left ventricle, for thv embolization, perform immediate cpb, open heart surgery is required to remove the embolized thv, avoid low thv placement and if embolization occurs, maintain guidewire position to prevent thv tumbling. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve embolized into ventricle was unable to be confirmed due to unavailability of relevant imagery/medical record. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, 'the valve was dislocated into left ventricular outflow tract. Therefore, a savr intervention was performed with a non-edwards valve'. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. If the valve was not correctly positioned between the valve alignment markers prior to deployment, it could have caused the inflation balloon to expand unevenly and push the valve towards the ventricle (e.g. Due to pressure buildup). Due to insufficient information a definitive root cause was unable to be determine at this time. Per article conclusions, cases requiring emergency surgical intervention are most often those with improper tav sizing and selection. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.